Manufacturer narrative:
(B)(4).

Event description:
After having placed t1 and t2, sliding knot did not slide and by trying to make the knot slide, one of the t's came out of the meniscus. This t was cut out. The other t remained in the meniscus.